Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle that there was visible blood in the flash chamber. The following information was provided by the initial reporter: the laboratory teacher of xiamen hospital, zhongshan hospital affiliated to fudan zhongshan has used the disposable blood collection device with batch number 2357883 and item number 301746 since the end of (B)(6) 2023, and there have been occasional incidents of blood leakage from the visible blood return window.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle that there was visible blood in the flash chamber. The following information was provided by the initial reporter: the laboratory teacher of (B)(6) hospital affiliated to (B)(6) has used the disposable blood collection device with batch number 2357883 and item number 301746 since the end of (B)(6) 2023, and there have been occasional incidents of blood leakage from the visible blood return window.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.